Event description:
This report is being submitted with information received from the results of an anonymous post-market release marketing survey for the nim trivantage emg tube. The initial reporter, event dates, procedure details, and product information is unknown and unavailable. The survey indicated customer dissatisfaction with nim trivantage emg tube ¿false negatives¿. There was no mention of patient impact or injury as a result of the alleged failure.

Manufacturer narrative:
(B)(4): no devices were returned for evaluation. Evaluation method: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.